Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email call that the blood glucose ran high and that the insulin pump had alarmed for no delivery. After changing the set, the blood glucose came down. She had a reading of "high" on the blood glucose meter and was vomiting. The blood glucose remained high all night until the next afternoon. The customer could not be contacted by phone but was left messages to call for troubleshooting. The insulin pump was not replaced or returned for analysis.